Manufacturer narrative:
Results of investigation at the manufacturer site on the affected processor board revealed that no damages and no failure could be identified. The part was working according to specifications.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. Through follow-up communication with the technician in charge, livanova (B)(4) learned that the device was replaced with another one during the procedure. The failure was traced back to the processor board. The part has been replaced and the issue solved. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message and stopped functioning during procedure. There was no report of patient injury.